Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they were getting flood in vacuum accumulator error message on the unicel dxc 800 pro synchron clinical systems and noticed a leak from the top of the lid. The waste exit sump lid also has sign of leakage. There is no indication that any personnel were exposed to chemical or bio-hazardous material.

Manufacturer narrative:
The leak from the waste exit sump was caused by the cracked grey colored hydro canister lids. The liquid waste consists of chemicals and bio-hazardous material. A field service engineer (fse) was dispatched and replaced the cracked lid on the vacuum accumulator. The fse also replaced the canisters with blue lids.